Manufacturer narrative:
Device evaluation: customer reported problem: disposable alarm won't shut off physical condition of the device: fair. Evaluation tests or methods used to duplicate / replicate the reported problems: power on and check disposable alarm. Reported problem duplicated / replicated: reported problem was duplicated during the disposable check. What caused the reported (primary) problem: micro switch. Who caused the reported problem: normal wear.

Event description:
Information was received that the disposable alarm of a smiths medical level 1 hotline blood and fluid warmer will not shut off. No adverse effects were reported.